Event description:
Three months ago a pt receiving a tulip ivc filter via jugular vein approach had the filter migrate into the right atrium after deployment. The filter was only partially deployed, which contributed to the filter migration. A snare was utilized to retrieve the filter without any further incident. Another filter was successfully deployed. No consequences to the pt. Physician stated that he felt the nitinol did not react to the body temperature, allowing the blood flow to carry the device to the heart.